Manufacturer narrative:
Weight and ethnicity : unknown, not provided. If implanted; give date: not applicable as lens was removed and replaced. If explanted; give date: not applicable as lens was removed and replaced. Device evaluated by MFR: the intraocular lens (iol) is not returning for evaluation as it was discarded, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dcb00 intraocular lens (iol) had scratches observed after implanted. The lens was cut out in pieces and thrown away. There was no injury. No adverse effect, injury or surgical intervention was required. The patient is doing fine. No details on replacement lens. No further information is available, no follow-up is needed.